Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).